Event description:
It was reported that the patient's stimulator was replaced due to battery end of life. The physician reported that the battery depleted too quickly. No patient symptoms were reported. The patient recovered without sequela.

Manufacturer narrative:
The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.